Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the abutment screw loosened at the site and had to be removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event . H2: follow up type. H10: additional narrative. Two unknown biomet screws were reported but not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files. Functional testing could not be performed since the devices were not returned. No pre-existing conditions were noted in the per. The devices had been placed on tooth # 16 & 17 for an unknown period of time. DHR and complaint history review could not be performed since the lot/item number was not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information device malfunction and the reported event could not be verified.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
No further event information is available at the time of this report.